Event description:
Pump read out inconsistent with amount left in bag/vial. Pump reads "almost empty" when volume is still available. Volume in bag 150ml vs machine reading "almost empty". Pump therefore would not release medication on demand.